Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer boots up but it was not possible to select anything .the screen was scratched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer will not start up. The programmer was returned for analysis. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.